Manufacturer narrative:
Received one 60-6085-201a in opened original package. Lot number was verified. Preformed a functional inspection, the complaint was confirmed. The handle spun in a 360 degree. In addition, while performing the visual inspection, there was an obvious hole within the proximal end of the balloon which could have caused a leakage. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 88 reports, regarding 101 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2023 during a total laparoscopic hysterectomy procedure and the ¿handle was loose so unable to use¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. After further assessment it was found, ¿¿colleague believed the handle was spinning and that it did not fully come off...". The procedure was completed with an alternate same device and a 2 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2023. During a total laparoscopic hysterectomy procedure and the ¿handle was loose so unable to use¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. After further assessment it was found, ¿¿colleague believed the handle was spinning and that it did not fully come off...". The procedure was completed with an alternate same device and a 2 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.